Manufacturer narrative:
No failure identified for the high blood glucose level event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 700 mg/dl earlier in the day with high ketones. The customer addressed bg level with a manual injection and ketones with consuming "lots of water". Additionally later on that day, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's bg level was 172 mg/dl, which was addressed with a manual injection. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.